Manufacturer narrative:
A device history record (DHR) review was conducted: part # 03.010.404, synthes lot # u246125, supplier lot # u246125, release to warehouse date: 21 jun 2016, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the cannulated connecting screw f/percutaneous instruments for nails-ex (part # 03.010.404, lot # u246125, mfg # 21-jun-2016) was received at us cq. There were minimal visual defects with the part. The distal threaded end of the device looked slightly stripped or slightly nicked. However, despite the slight deformation, it does not look like the functionality of the device would be impacted. Functional test: a functional test could not be performed since the device was returned by itself. The threaded portion of the device is slightly stripped. The complaint was not able to be replicated. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the transition piece between the bit attachment and the shaft, measured and s within specification based on relevant drawing. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown surgery, a ball hex screwdrivers broke when trying to get the connecting screw out. Connecting screw connects insertion handle to the lateral entry tibial nail. During procedure connecting screw would not come out of the nail. It was extremely tight and broke the ball hex screwdriver and bent the connecting screw. There were no fragments left in patient. Finally, it was able to get it out with a back up device. Procedure was completed with twenty (20) minutes surgical delay. Patient was not affected. This report is for one (1) cannulated connecting screw. This is report 2 of 3 for complaint (B)(4).